Event description:
The customer reported that no signal was being captured for the v3 lead (no 12 lead ECG signal was captured). No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that v3 lead drops out and comes back when manipulating connector on unit. The m1663a ECG trunk cable was returned to philips and was received with the m3536a mrx. The trunk cable was received for evaluation on (B)(6) 2012. The lot code was confirmed as being 9a, indicating a manufacture date during the first quarter of 2009. The cable was 3 years old at the time of reported failure. It was confirmed that the trunk cable failed during testing with the pt simulator. Signals for the v3 lead were intermittently captured when the cable was flexed. There was a product failure. The failure is being considered related to age/use/wear, and not a malfunction related to manufacture or product defect. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.